Event description:
It is reported that the pt was revised for a periprosthetic fracture caused by a fall.

Manufacturer narrative:
Eval summary: no product has been returned for evaluation. No x-rays have been provided. The periprosthetic fracture was caused by a sudden fall as noted in the event description. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.